Event description:
During testing, the tech's and doctor noticed that the frost was coming all the way up the probe shaft. No pt contact, probe not used.

Manufacturer narrative:
No pt injury reported.